Event description:
Brush head fell apart [device breakage]. No adverse effect [no adverse event]. Case description: a consumer, gender and age unspecified, reported an oral-b brushheads, version unk fell apart. No further information was provided.

Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed the batch retain testing or product investigation.